Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin on board (iob) readings were inaccurate. The customer's blood glucose level was 415 mg/dl. Review of the pump data logs by tandem technical support verified that the iob readings were calculated properly; however, the customer maintained the belief that the pump was not functioning as intended. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.